Event description:
It was reported that transmitter is not working occurred. The product was evaluated. An external visual inspection was performed and pass. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the data logs was performed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of a transmitter is not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).